Event description:
Allegedly, patient was revised due to peri prosthetic fracture. Component not revised: advance ii medial pivot tibia insert sz 2 right 12mm product ID: kimp212r lot #: 04480875. Advance recessed all poly patella high dome 25mm product ID: kprc25hi lot #: 05485149. Revision njr number: 4058499. Side: r. Primary asa: p2 - mild disease not incapacitating.